Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric, heavily calcified, 99% stenosed lesion in the left anterior descending artery. The lesion was first dilated with a non-abbott 1.25 x 6 mm balloon catheter but the balloon ruptured. Then the nc traveler 2.75 x 15 mm balloon catheter was advanced to the lesion with some resistance and was dilated but ruptured at 18 atmospheres. Slight resistance was met with the lesion during removal of the balloon catheter. A non-abbott 3.0 x 15 mm balloon catheter was inflated but it ruptured as well. The lesion was further dilated with a nc traveler 2.5 x 15 mm balloon catheter and a xience was deployed. There was no resistance during sheath removal, the balloon was soaked in saline prior to use and air was pulled outside the anatomy prior to use. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. The difficulty to remove and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.